Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the complaint handling database was not performed because a specific failure mode was not reported and similarity could not be determined. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the complaint handling database was not performed because a specific failure mode was not reported and similarity could not be determined. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4 correction: catalog # updated from 1800275-33 to 1800275-28. D4 correction: primary UDI number updated from (B)(4).

Event description:
It was reported that the xience skypoint drug eluting stent (des) was explanted and faulty/defective. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, d6a, d6b: dates estimated.